Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/13/2019.

Event description:
The customer reported that the unit shut down and would not turn back on. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The manufacturer¿s field service engineer (fse) confirmed the device would not turn on. The fse replaced the power management printed circuit board assembly and was able to turn on the device. Reviewing the significant event log, error code auxiliary alarm supply failed was encountered. The fse ran required testing, and the unit passed all tests. The battery is recognized and charges. The device operates on both ac and battery power. The unit is ready for use.